Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient was at a rehab facility when they stated the controller started alarming a steady loud alarm and the screen went blank. Patient said he was on one battery fully charged and alternating current (ac) power. The facility performed and elective exchange to his backup controller. When the faulty controller was returned to the implanting hospital, they tried to connect it to a monitor to download log files but they could not disable the ventricular assist device (vad) stopped alarm and were unable to retrieve any information. The alarm adapter would not work to power it down either. No known damage or issues with the unit prior to this event. Patient tolerated the exchange with no issues. No additional information.

Manufacturer narrative:
It was reported that the controller started alarming and that a loud steady alarm sounded. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination but failed functional testing. The controller was able to run a motor fixture but was unable to communicate to a monitor, unable to register commands from the front display push buttons and was unable to register an alarm adapter connected to the serial port. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty. The controller regained functionality once the component was replaced. The most likely root cause of the reported event is an inoperative user interface controller (uic) integrated circuit (ic) chip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.